Event description:
Potential for injury associated with an irc5lx concentrator that is shutting down unexpectedly. It is unknown if the unit alarms to warn the user to switch to an alternative source of oxygen. This is not a life-sustaining device.